Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has high thresholds and pacing impedance out of range. A follow up with the patient¿s healthcare provider yielded that the physician elected to just monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician attempted to revise the lead; however, under fluoroscopy, the lead helix screw would not extend after initial retraction of the lead. The lead was removed and it could be seen that the helix screw appeared to be retracted after it was explanted. The physician decided not to re-implant the lead or attempt to extend the helix screw. A new lead was implanted.